Event description:
It was reported that patient had stomach and intestinal problem, assessed as device related (only one from s+n), and further described as suspected to be due to excessive use of analgesics and it was resolved through gastroscopy and colonoscopy.

Manufacturer narrative:
Additional info: d10, g7, g9, h2, h3, h6, h10. Results of investigation: it was reported that the patient experienced stomach and intestinal problems post-surgery. The affected r3 acetabular shell, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per site note, it was suspected that the reported event was caused by excessive use of analgesics. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.